Manufacturer narrative:
This report is submitted on april 07, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin irritation at implant site and subsequently was treated with a topical medication (specific type and date not reported).